Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000037365.

Event description:
It was reported that the patient experienced ineffective stimulation due to lead migration. Surgical intervention was undertaken (B)(6) 2024 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure. Investigation was unable to determine which of the leads attributed to this issue.